Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of a ¿camera head communication error, no image" was partially confirmed. The unit¿s image appears with an error ¿e224¿ displayed due to faulty cable unit. In addition, the unit¿s rear cover label was fading and the focus ring had thin cracks. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed an ¿e222/224 error-scope communication error¿ was observed on the unit¿s display. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer reported a DHR review showed there was no abnormality at the time of shipment. Since the focus ring is cracked excessive force was applied during the user's handling. Also, resulting in the cable unit malfunctions, and e224 error and the image no longer displaying. As the results of the DHR review, it was confirmed that there was no abnormality in manufacturing, concession, and variation.